Event description:
Ous MDR - a low voltage condition was noticed via home monitoring and the ICD was subsequently explanted and a precautionary measure. In (B)(6) 2014 biotronik was informed that the ICD was explanted on (B)(6) 2012. The explanted ICD and a complaint report has never been received by biotronik. No adverse patient side effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device, as well as the returned programmer print-outs. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned programmer print-outs from (B)(4) 2012 were inspected revealing no anomalies. All available device parameters were normal. The latest available home monitoring data of this ICD, measured on (B)(4) 2012, documents an inconsistent battery voltage. It was reported that the device was explanted the following (B)(6) 2012, however, neither the device nor additional device data from that time was returned for analysis. Therefore, a determination of the root cause for the clinical observation is not possible. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.